Manufacturer narrative:
(B)(4) FDA initial report: additional information, including x-rays, operative notes and update of the patient following revision, has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobility / trinity revision of the insert and modular head after approximatively 4 months and 9 days due to infection.

Manufacturer narrative:
Per 5114 - FDA final report. Additional information, including x-rays, operative notes and update of the patient following revision, has been requested in order to progress with the investigation of this event, however only x-ray was communicated. The appropriate device details have been provided and the relevant device manufacturing records and sterilisation records have been identified and reviewed. These devices were manufactured, packaged and sterilised to the correct specifications at the time of manufacture. The sterilization method ad sterile barrier system used to package corin devices have a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery. Based on the above, no further investigation can be conducted and the root cause of the infection could not be determined, therefore, this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Mobilit / trinity revision of the insert and modular head after approximatively 4 months and 9 days due to infection.